Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection found the lead had been stretched, causing the inner tubing to buckle. Damage at implant was noted. Blood was observed in/on the helix/lobe mechanismp (B) (4) the full lead was returned and analyzed. No anomalies were found however, blood was observed in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, both leads dislodged. It was noted that there was difficulty getting "good sensing and thresholds". The leads were not implanted. No patient complications have been reported as a result of this event.